Manufacturer narrative:
Follow-up #1: date of submission 01/19/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/05/2015 with the following findings: the text on the display screen had a pink contrast. Unrelated to the complaint, contamination was found under the button key contact. All keypad buttons were found to be responsive except the contrast button; the contrast button has no affect on insulin delivery function. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.